Event description:
It was reported the patient never had therapeutic effect. The patient's symptoms were worse at night, and the patient would wake up "wet." It was noted during the trial this had "virtually stopped." The device was reprogrammed around (B)(6) 2012, but it did not help. The stimulation was also intermittent as the patient could sometimes feel the stimulation but other times the patient could not. The patient also noticed a difference in the stimulation when she moved. The patient felt stimulation on programs 1, 2, and 3 in the same place, but it was intermittent. The patient felt stimulation on program 4 more in the butt cheek. The patient was going to try all 4 programs and monitor her symptoms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v806675, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).